Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with a correction to the initial (d4 lot number). Additionally, to provide correction to the initial with information inadvertently left out and to provide an update fields (d9 and h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: that the probe is broken at the proximal end site and the broken piece of the probe tip was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the error and the broken probe which led to a x-ray examinations for removal of fragment occurred by the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed causing an error. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing an error. 5. A force was applied to the probe causing it to break. However, the root cause could not be determined the event can be detected/prevented by following the instructions for use which state: ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. In addition, the following non-reportable malfunctions were found during the device evaluation: worn of the tissue pad and peeling off of the coating. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirms that they were unable to retrieve the piece which snapped off so unable to send that back but they have the rest of the device ready to return. The procedure was therapeutic and the patient had no preexisting conditions. The procedure was completed using a similar device and unknown if the malfunction caused a delay. The product malfunction has not caused or contributed to death, harm, injury, harm, or infection. No mis-diagnosis due to the device malfunction.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported to olympus that a piece of the thunderbeat jaws had broken off in a patient during a total laparoscopic hysterectomy. The thunderbeat seemingly was not working correctly, which was noticed when the machine it was connected to was signaling a fault. Upon visual inspection, one of half of the tip of the shears had broken off. A thorough visual inspection of the area was completed including the operating table and floor. Immediately, the surgeon instructed for mobile x-ray to be called to the theatre. The piece was located using x-ray and was retrieved with a grasper. There was no harm or user injury reported due to the event.